Manufacturer narrative:
E.1. The customer's address is unknown. (B)(6) USA has been used as a default. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2269224. D4. Medical device expiration date 31oct2027. H4. Device manufacture date: 26sep2022. D4. Medical device lot #: 2122331. D4. Medical device expiration date: 31may2027. H4. Device manufacture date: 02may2022. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number 2269224 and this is the 1st complaint for the reported lot number 2122331. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for these lots. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that therelion insulin syringe have liquid coming out of the needle. The following information was provided by the initial reporter: pet owner finding more syringes with liquid coming out of needles.